Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a blepharoptosis on an unknown date and suture was used. During the procedure, the suture was detached from the needle easily. It was not a control release needle. There were no patient consequences reported. Additional information was requested.